Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Battery runtime was short during patient treatment. When trying to plug the rotaflow back in a head error occured. Devcie was exchanged. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was "short battery run time/ head error". The device was manufactured on 2018-10-01. The device history record (DHR) of the rotaflow console (material: 70105.1697, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-10-01. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. According to the communication grid dated on 2020-10-06 a getinge service technician confirmed that the battery is not fully charging. The battery voltage was 24.8 v after a few days of charging. According to the instruction for use (instructions for use / 4.2 / en / 13; chapter 3.3.4 battery operation) the battery is fully charged if the battery voltage reaches 27.4 v within 8.5 hours. According to service order 169494 dated on 2020-09-30 the 70101.7188 battery pack with fuse has been replaced. The battery pack has been in use since the manufacture date 2018-10-01. The latest check of the battery was on 2020-07-15. According to the communication grid dated on 2020-10-06 the reported "head error" could not be confirmed. The rotaflow unit passed all function tests. The most possible root cause for the reported failure "short battery runtime" is that the battery was due for an exchange. The most possible root cause for the reported failure "head error" could be determined as: if the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Further mitigation are included in the instruction for use (IFU rotaflow/ 4.2 / en / 13 ) as warnings in chapter 3.3.4 battery operation: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. The reported failure "short battery run time/ head error" was discovered during patient treatment the device was directly involved in the event and not able to meet its specifications. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).